Event description:
It was reported that the bd bulk needle ns 30ga 1/2in experienced inconsistency on the identification inside and outside of the carton. The following information was provided by the initial reporter, translated from french to english: it turns out that there is an inconsistency on the identification inside and outside of the carton.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bulk needle ns 30ga 1/2in experienced inconsistency on the identification inside and outside of the carton. The following information was provided by the initial reporter, translated from french to english: it turns out that there is an inconsistency on the identification inside and outside of the carton.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300932 and lot number 9303130. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for examination by our quality engineer team. Through examination of the pictures, a large bag containing the needles assembled (the bag inside of the case carton) was observed with the applicable assembly label of the needles; reference: 3003002fra batch: 9303148. The customer ordered reference: 300932 and batch 9303130 and that is what was provided. The information within the bag does not refer to the final product (as the box does). The information on the bag refers to the intermediate process (assembly process of the needle). Batch: 9303148 refers to the assembly lot of the needles, which always differs from the final lot information.